Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00733. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat central pelvic prolapsed, cystocele grade 4/4, and rectocele grade 2/4. It was reported that the patient underwent the concurrent procedures of anterior colporrhaphy and cystourethroscopy during mesh implantation. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 due to vaginal mesh erosion and postmenopausal bleeding. (B)(4).